Event description:
Pt was brought to the ep lab for repositioning of a lead of her biventricular pacemaker as the present position was causing her significant distress. The lead was pulled out but the wire was left in through the lead. Over the wire, the physician dilated up and placed a peel-away sheath in the left shoulder and then placed a coronary sinus guide into the right heart. The guide and inner catheter would not go into the os of the coronary sinus because of tortuosity at that site over the 0.014 wire. The wire was pulled out and a decapolar ep catheter was placed into the coronary sinus and the sheaths were again placed into the posterior vein. At the area of the apex, the lead had a threshold that was slightly better than diaphragmatic pacing and when we tried to pull the guidewire out at this point, a portion of the guide wire broke off and is retained in the posterior vein. It was nonmobile and, with suctioning at the site, it would not come back, so it was left in place. Summary: the lead that was positioned inferiorly was extracted. There is a retained portion of guide wire left near the apex.